Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The lead was explanted and replaced per physician's preference. No allegations against the lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was explanted and replaced (B)(6) 2021. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient saw a "replace generator" message and no longer has stimulation. Surgical intervention may be pending to address the issue.